Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 23.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, because the patient complained of starbursts. On (B)(6) 2017, the patient reported that the near and far vision is gradually deteriorating. On (B)(6) 2017, the patient reported blurry vision, which was making it difficult to drive. She also reported glare at night. Also, the patient reported halos and light sensitivity on (B)(6) 2017. The patient''s near vision was 20/25, but distant vision was blurry. Reportedly, there was no patient injury or other issues. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: (B)(6). It was confirmed that there was no incision enlargement, no injuries, no complications. The patient is doing fine. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.